Manufacturer narrative:
The suspected medical device mutars® engineers´ wrench sw 22mm is not listed/approved in the us, but is similar to the following devices listed/approved in the us: mutars® engineers wrench sw 24. Due to a malfunction, a surgical operation was prolonged. The instrument in question was available for the optical examination. The investigation has revealed that the weld seam is broken. The origin of the break cannot be determined as the broken weld seam is damaged. The instrument in question was available for the optical examination. The investigation has revealed that the weld seam is broken. The origin of the break cannot be determined as the broken weld seam is damaged. The manufacturing records of the affected components were reviewed and showed no indication of faulty production or deviating dimensions. The surgical technique and instructions for use are complete and show no evidence of defects. A technical cause for the weld seam fracture cannot be determined on the basis of the information, but it should be noted that the instrument in question has been in use for about 12 years.

Event description:
The following event was reported to implantcast gmbh: "counter torque wrench snapped at the join of handle & claw while implant was being torqued."